Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the pacemaker exhibited far r wave oversensing that caused inappropriate mode switch. No programming changes were made. No patient consequences reported.